Manufacturer narrative:
Analysis was normal. All electrical measurements were within range. No anomaly was found. The reported noise was not confirmed.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient expired. Vt event was recorded. Patient returned to sinus. Several minutes later, therapy was delivered due to noise. There is no allegation from a health professional that the death was related to the device. The cause of death was reported as unknown. No further information is available at this time.